Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use, after placement of sheath in the left atrium (la) and catheter insertion into sheath, the physician aspirated blood but saw continual small air bubbles that would not clear. The sheath and catheter were all prepped as is standard for a pfa procedure. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned with its native dilator still inserted, requiring the removal of the accessory to proceed with analysis. Microscopic inspection of the hemostatic valve identified the internal valve torn by the center slit on the inner face. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use, after placement of sheath in the left atrium (la) and catheter insertion into sheath, the physician aspirated blood but saw continual small air bubbles that would not clear. The sheath and catheter were all prepped as is standard for a pfa procedure. The sheath was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis.